Manufacturer narrative:
Customer troubleshooting confirmed a repeatable service code, and the AED was removed from service for replacement. Bench testing on a patient simulator showed the device could not deliver a shock. Investigation identified an internal component failure. Although the initial report did not involve patient use, the evaluation confirmed a malfunction that could delay or prevent therapy delivery; therefore, this event is reported per 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and their AED is reporting a service code. They reported that this did not occur during patient use.